Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Patient alleges pain, discomfort and soreness which negatively affecting her ability to perform activities of daily living. Laboratory results confirmed for elevated cobalt and chromium levels as a result of metal on metal abrasion. Doi: (B)(6) 2008; dor: (B)(6) 2019 (left hip).